Manufacturer narrative:
(B)(4). The device was evaluated and determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty or the iipv found in the device log. The device functioned normally during pal testing. The assignable cause of the additional iipvs found in the device logs was determined to be: insufficient drain. Use error. Tidal uf removal set too low (0ml). The service history reviewed and the previous return of the device was not for any issues related to iipv. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Event description:
During initial assessment, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 7. The drain volume was 2622ml. The programmed fill volume was 1500ml. This event meets iipv criteria. On (B)(6) 2010, product surveillance followed up with the nurse and provided the results of evaluation and the probable cause identified. The nurse stated that they already adjusted the tidal ultrafiltration (uf) volume setting on the new homechoice. The nurse also reported that the hp was doing well on the new cycler with no reported issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up emdr.